Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient was experiencing high bg (blood glucose) while wearing the pod longer than 48 hours on the abdomen. She had been experiencing headaches and fatigue. She decided to go to the clinic. When the clinic checked her blood glucose, she was at 400 mg/dl. They gave her 14 units of humalog insulin subcutaneously to lower the blood glucose. The patient was still wearing the pod at the time of call.